Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument false positive results were produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: "the 3 bd max are probably contaminated because since last week they all give false pos in covid test."

Manufacturer narrative:
H.6 investigation summary: contamination of instruments solved by the decontamination protocol carried out by the laboratory. The complaint is not confirmed. The root cause is "unknown". Review of device history record for instrument ct1241 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 3/24/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument false positive results were produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: "the 3 bd max...are probably contaminated because since last week they all give false pos in covid test."